Event description:
It was reported that an impedance result of >10000 ohms was read for lead c,0 for a deep brain stimulation (dbs) patient. It was stated that the patient was currently programmed to c+, 1- to avoid using the potentially damaged wire to receive therapy. It was noted that interrogation of the device and impedance check had been performed in preparation for an MRI that was requested for this patient for surgical planning for adding a second dbs lead. Additional information was received and reported that the high impedance issue had not been resolved. It was noted that no interventions were taken or planned, but that the patient was ¿doing well."

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer; patient product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).